Event description:
Patient with an unknown medical history experienced an allergic reaction. Patient began a treatment with synvisc in 2005. The patient received one synvisc injection in 2005. The next day, the patient experienced an allergic reaction and was hospitalized for about a month. The treatment with synvisc was discontinued. The physician did not provide a causality assessment of the event to synvisc. At the time of this report the patient's outcome was unknown.